Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that two 3mm apex pins snapped off in the patient, one in the femur and one in the tibia.